Event description:
The omron bp 786n blood pressure monitor does not transfer bp data to the omron app which provides the blood pressure data to my physician whose care I am under. The data will not transfer to the app. FDA safety report ID# (B)(4).